Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance issue. The lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection revealed no abnormalities as the lead tip appeared normal. The resistances measured normal indicating conductors were intact. The allegation against the lead was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance issue. The lv lead was never in service. No adverse patient effects were reported.